Manufacturer narrative:
H.6. Investigation: bdj received 154 unused products. All of the returns were checked regarding both rubber sleeve and np-needle. All products had rubber sleeve and np-needle with correct status. Photos were forwarded to the manufacturing facility for investigation. The photos were evaluated and the customer's indicated failure mode for leakage with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported during use the bd vacutainer® multiple sample luer adapter the blood splattered/had leakage or other sample leakage from device other than the non-patient end needle/sleeve. The following information was provided by the initial reporter: ¿while connected with a holder and during blood collection, blood leaked from luer adapter. Blood collection with the 1st tube was fine however leakage occurred with the 2nd tube. Event translated from japanese to english:

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9277944, medical device expiration date: 2022-09-30, device manufacture date: 2019-10-04. Medical device lot #: 9345944, medical device expiration date: 2022-11-30, device manufacture date: 2019-12-11. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® multiple sample luer adapter the blood splattered/had leakage or other sample leakage from device other than the non-patient end needle/sleeve. The following information was provided by the initial reporter: ¿while connected with a holder and during blood collection, blood leaked from luer adapter. Blood collection with the 1st tube was fine however leakage occurred with the 2nd tube. Event translated from (B)(6) to english.